Manufacturer narrative:
B5: additional information has been obtained and provided. H10: per the customer¿s response, the device was not reprocessed before being returned to olympus. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material in the air/water cylinder and channel could not be identified. However, it¿s likely the cause is related to the device not being reprocessed at the user facility prior to being returned to olympus. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: - IFU states the detection method in cf-h185l/I operation manual chapter 3 preparation and inspection. - IFU states the preventative measures in cf-h185l/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
Per the customer¿s response, there was no delay during the procedure.

Event description:
The customer reported to olympus that the evis exera iii colonovideoscope aborts with flow control. There were no reports of patient or user harm associated with this event. The device was returned to olympus for a device evaluation and found the nozzle and the air/water cylinder and tube had foreign material attached. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer's allegation was confirmed. In addition to the reported in b5, the device evaluation found the following: due to clogging of the nozzle no air was fed, the switch box had a dent, the up/down and right/left knobs were both shaved, the flexibility adjustment ring was damaged, the grip was shaved, the scope connector case unit had a dent, due to adhesive peeling on the bending section cover rubber the insulation resistance value at distal end did not meet the standard value, due to a crack on the light guide lens the illumination was uneven, the objective lens had a crack, the light guide lens had a crack, the connecting tube had a wrinkle, and the universal cord had a wrinkle. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.